Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels over 400 mg/dl. Customer stated that he had been treating with manual injections. Troubleshooting was declined and the insulin pump was not replaced or returned for analysis.